Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the incorrect patient report was faxed to the hospital from the remote monitoring network. The correct report was faxed to the hospital with the correct device serial number listed. The network remains in use. There was no patient involvement.